Manufacturer narrative:
According to the available information this inflatable penile prosthesis was removed on 8/6/96 because it "failed." No implant information was provided. Requests for the explanted prosthesis and for additional information surrounding this event have been made, however, to date neither the device nor the information have been received. Without the benefit of analyzing the explant and without the requested information, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or additional information be received, qa will re-evaluate this event in accordance with procedures. Frequency and severity of reports of this nature are not more frequent or severe than what is stated in the labeling or usual for service.

Event description:
The device was removed due to "failure". The entire device was removed and replaced with another 3-piece inflatable.